Manufacturer narrative:
E1: patient city: patient country: canada.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 12-may-2024, it was reported by the patient that he received an alarm after 3 hours of insertion. In troubleshooting it was found that infusion set cannula was kinked. Infusion set was placed in abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available